Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home patient used two patient extension lines, which patient connected after the prime cycle. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.